Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was due to a defective/shorted u1004 and u1005 components on the computer/analog board, causing c19 to swell and leak fluid on the pcbs. The root cause for the defective/shorted components could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.